Manufacturer narrative:
Patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia on 13-june-2024, it was reported by the patient that infusion set cannula was kinked due to which hospitalization occurs due to hyperglycemia and high ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.